Manufacturer narrative:
The customer reported the analyzer "overheats every time they place batteries in it" and it "becomes so hot they cannot touch the batteries." There were no allegations of patienr/user harm. There were no allegations of incorrect results. This report is being provided based on the product correction response form submitted by the customer on (B)(6) 2020 as part of res84274. Customer was contacted for further detail, there was not allegation of injuries.

Event description:
The customer reported the analyzer "overheats every time they place batteries in it" and it "becomes so hot they cannot touch the batteries." There were no allegations of patienr/user harm. There were no allegations of incorrect results.